Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that their implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Therefore, programming changes were made to address the issue. The patient condition was stable.